Event description:
It was reported by the rep that the laparoscopic coagulation shear 5mm curved worked fine at first, then locked out in the middle of the case. Another same device was used to complete the case. There was no consequence to pt.